Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On 03/06/2026, at approximately 12:30 am, the patient¿s cgm device displayed a brief sensor issue alert. She received corresponding notifications on her phone but returned to sleep, assuming the issue would resolve within the indicated three-hour timeframe. At around 6:00 am, the patient¿s husband attempted to wake her but was unable to do so. He found her unresponsive, with her body curled and appearing to be in a seizure-like posture. It is unknown what the cgm device was displaying at that time. He attempted to give her food, but she was unable to consume it. He immediately contacted the cruise ship¿s medical team. Emergency medical technicians arrived at the cabin and initiated treatment, which included intravenous fluids and glucagon. The patient eventually regained consciousness at the cruise ship¿s medical facility. She remained there for a couple of hours for monitoring and was later discharged feeling well, with no persisting symptoms. The patient reported that no information was available regarding any fingerstick blood glucose readings obtained by paramedics. No additional medical evaluation or intervention was documented. At the time of reporting, the patient was stable. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.